Event description:
It was reported that the patient experienced a pump stop so their log files were sent in for review. Technical services captured a left ventricular assist device (lvad) internal fault, low speed advisory, low flow and lvad off alarm on (B)(6) 2021 at 10:44:06 and it appeared that the lvad internal fault occurred quickly due to guidewire interfering with the pump rotor during a separate procedure. The log file showed that the pump then attempted to restart and did restart at 11:09. Additional log files submitted on (B)(6) 2021 captured low flow with high pulsatility index (pi) readings, which seemed to be physiological in nature. Another set of log files from (B)(6) 2021 showed that there did not appear to be any issues with the pump rotor. The pump ramped back up to its set speed of 5100 rpm on (B)(6) 2021 and the pump power returned to it previous level. The log file did capture additional low flow events at times when pi was elevated, but they appeared to be patient related and not an equipment related issue. Log files submitted on (B)(6) 2021 reiterated that the pump had the previously confirmed alarms on (B)(6) 2021. The pump was off on that date from approximately 11:01:13am through 11:08:55am, and at approximately 11:09am the parameters returned to baseline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed left ventricular assist device (lvad) internal fault alarms associated with a pump stop event. According to the account, this event was caused by a guidewire interfering with the rotor. In addition, low flow alarms unrelated to the pump stop event were also captured in the submitted log files; however a specific cause for these events could not conclusively be determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that a guidewire was fished through the outflow graph into the pump, resulting in a pump stop and power elevation. The submitted controller event log files captured data from (B)(6) 2021 ¿ (B)(6) 2021. Starting on (B)(6) 2021 at 10:44, an lvad internal fault alarm was captured, and the pump speed decreased to 0 rotations per minute (rpm) with associated low flow hazard, low speed advisory, and lvad off alarms. Rotor displacement, harmonic compensation, magnetic centering, high current, and bearing b over current lvad fault flags were also captured intermittently during the pump stop event, which was associated with an elevation in pump power. A software reset was initiated twice by design, and the issue resolved after the second lvad restart. Following the resolution of this event, the file captured transient low flow hazard alarms on (B)(6) 2021. Of note, pulsatility index (pi) values were elevated during the low flow alarms. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed before and after the pump stop event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. Section "introduction" provides an explanation of all pump parameters (including flow). Section "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.